Manufacturer narrative:
There was no patient involvement. Sorin group (B)(4) manufactures the s5 control module mmp. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the s3 control module displayed an error code at the mast roller pump during priming. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the s3 control module displayed an error code at the mast roller pump during priming. There was no patient involvement.